Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation es system had communication error prevented user from retrieving medication. The customer added that the user was able to draw medication from other station. However, there were no adverse events or injuries reported based on this event.